Manufacturer narrative:
The patient¿s weight was not provided. (B)(4). Approximate age of device ¿ 1 day. The pump was not explanted. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient declined rapidly post implant and expired on (B)(6) 2015 due to a severe inhalation injury. The patient had sloughing from the lung tissues and was difficult to oxygenate. Neurologically, the patient did not wake up or follow commands after sedation was off for several days. The patient's family elected to transition care and the patient quickly expired. Additionally, the patient's lactate dehydrogenase (ldh) level was elevated at 945 u/l immediately post-op. The lowest level it went down to was 377 u/l but was otherwise continually elevated in the 600-900 u/l range. The vad coordinator reported that the pump was working as expected, though they suspected that "there was probably a thrombus inside". The patient's family declined to explant the pump. No further information was provided.

Manufacturer narrative:
A correlation between the device and the report of suspected thrombus and the patient¿s inability to arouse from sedation could not be conclusively determined. Device thrombosis and neurologic dysfunction are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.